Event description:
Delivery stopped after 25% of the total fill volume was administered. Pt underwent day 2 of folfox 4 protocol treatment and attached a one-day infusor filled with 19ml of 5fu and 5% dextrose for a total fill volume of 46ml. At an undetermined time during ingusion, the pt noticed that the flow had stopped. No pt injury reported.